Event description:
The user stated while troubleshooting an analyzer issue, the incoming water line connections were momentarily disconnected which caused water to flow out onto the floor all around the analyzer. No operators were harmed and the leak was appropriately cleaned up. No patient samples were involved. The field service representative determined the stop cock assembly was broken and switched out the water reservoir with a spare reservoir at the site.